Manufacturer narrative:
Device identifiers have been requested. The device remains implanted in the patient and is not available for testing. Hypotony is listed in the device labeling as a potential adverse event. (B)(4).

Event description:
On (B)(6) 2019, a female patient underwent implantation of the hydrus microstent; the surgeon reports the surgery was routine and uneventful. One week postoperatively, the patient's intraocular pressure (iop) was 3-4 mmhg. At last examination the cornea remained cloudy with a visual acuity of 20/100. As of (B)(6) 2019, the patient was still under observation and no surgical intervention had been performed. Additional information was requested. On december 18, 2019, the surgeon informed ivantis that as of postoperative week 2, the patient's iop has normalized in the teens (hypotony resolved). Additional information is being requested.

Manufacturer narrative:
The cause of the hypotony is unknown, but could be attributed to a possible cyclodialysis cleft created during hydrus implantation. Cyclodialysis is listed in the device labeling as a potential adverse event. There is no increase in the frequency or severity of hypotony and cyclodialysis. Manufacturer reference #: (B)(4).

Event description:
The surgeon reported being unable to visualize the angle adequately to confirm or rule out a possible cyclodialysis cleft. He relayed that he would continue to observe the patient and follow up with ivantis if there was no improvement. Additional information was requested from the surgeon/his office on 2 separate occasions; however, no further information was provided. The cause of the hypotony is unknown, but could be attributed to a possible cyclodialysis cleft created during hydrus implantation.